Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional indicated that the replacement intraocular lens had a slight tear. The iol remains implanted in the patient's eye. There was no patient harm reported.